Event description:
Patient reported going through theft detector in may 2005, and since then has experiences a gradual worsening of symptoms. Patient reports feeling better sometimes with stimulation off. No report of device explantation.

Manufacturer narrative:
Reports the pt was seen for routine follow up in june and august 2005. The devices were "on" and functioning well. Hcp reports the pt has had gradual changes with her clinical status.